Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with backup alarm test failed occurrence. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Follow-up: the field service engineer (fse) replaced the cpu board to address the reported problem. Failure analysis on the returned cpu board shows that the cpu board was tested and no failures were identified. The 1104 error code could not be duplicated. Patient information and event date were requested from customer, but no response received.